Manufacturer narrative:
Original submission narrative: the customer service engineer (cse) went on-site to replace the uilk2. (B)(4). Follow-up narrative: this supplemental report is being submitted to update the device available for evaluation, update the follow-up type, update the device evaluated by manufacturer, update the event problem and evaluation codes, and provide the investigation results. Investigation results: it has been found that in events of very harsh or severe steering of the system, a pin component can sheer. A new design for this feature was released that will eliminate this failure. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. This emdr contains both the initial and fu#1.

Event description:
It was reported that the locking pin broke when the system was pushed back to the department from a portable study. There was no study being performed and there was no patient involvement. No additional information was provided.